Manufacturer narrative:
(B)(4).

Event description:
During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred in the left ventricle. The patient became hypotensive after rf ablation and rf application stopped due to an impedance limit alarm cut-off. The temperature did not increase during ablation. An ultrasound was performed which revealed an effusion. The patient was stable and no intervention was required. The following day, the patient again became hypotensive and surgical repair was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation concluded that the catheter was able to connect to the tactisys quartz system with no anomalies noted and the catheters optical fiber properties were within specifications. The steering properties of the catheter conformed to tacticath quartz catheter specifications. The catheter met specifications for irrigation, electrical resistance, with no open or short circuits detected, and the thermocouples met specifications for temperature response. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.